Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir leaked and squirted insulin into his body which caused low blood glucose and paramedics were called. Customer was not able to continue call and not able to give further information. Customer would call back with more information.